Event description:
It was reported that during the wedge resection procedure, somewhere between the sixth and eighth firing, the gun locked out. The doctor hit the reverse knife blade button on the side and was able to open the jaws. And upon doing so, the reload fell out of the gun. They pulled the gun away and got a new device, and completed the procedure with no patient harm. The rep reported that he didn't think the reload was fully seated into jaws, but also noticed the anvil of the stapler was bent significantly due to firing on thick tissue.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished psee60a with lot number v96e69, and no non-conformances were identified. Manufacturing date: 12/15/2021. Expiration date: 11/30/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2022. D4: batch #543a94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.